Event description:
The initial complaint was received by (B)(4), trimed product manager on (B)(4) 2017. (B)(6), sales rep, explained via phone that she was just in a case with dr. (B)(6) where the dr. Was doing a proximal interphalangeal repair (pip). During insertion of the 3.5 screw, length 28mm (l3528), the 2.0 driver (dvhx-2.0/070c ao) got stuck in the screw head. When the surgeon tried to separate the driver from the screw head, she pulled on the finger and lost fixation. The screw would no longer pull the bones together and had to be removed. Eventually, the surgeon was able to remove the driver and the l3528 screw. The surgeon was then able to use a l3530 screw with the same driver to get bone purchase and completed the surgery successfully.